Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarms noted. The motor passed the motor test. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 220 mg/dl at time of reporting. Nothing further reported.